Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided on a single event. Elevated blood glucose was addressed with a manual dose injection. The customer resolved occlusions by ensuring insulin was properly coming out of the tubing and resuming insulin delivery, no further assistance was required.